Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter state: address unavailable. Bd corporate state (B)(6) was used as its place holder. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced erroneous results. The following information was provided by the initial reporter. The customer stated: it was reported that the potassium's are running high. Potassium's are running high on a patient, customer thinks it's b/c his staff is respinning tubes. Requests IFU for gold top and speckled tubes.

Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced erroneous results. The following information was provided by the initial reporter. The customer stated: it was reported that the potassiums are running high. Potassiums are running high on a patient, customer thinks it's b/c his staff is respinning tubes. Requests IFU for gold top and speckled tubes.